Event description:
It was reported the patient had tried programs one, three, and four and had no results. The patient was going every forty-five minutes. Stimulation was lower than previously. The patient had experienced testicular stimulation at the time of implant. The patient was hurting bad. Increasing stimulation too high resulted in aggravation and pain. The patient felt very little stimulation at the time of the call. While on the call, the patient changed to program two and felt stimulation at a comfortable level.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# v151684, implanted: (B)(6) 2008, product type: lead; product ID 3037, serial# (B)(4), implanted: (B)(6) 2008, product type: programmer, patient. (B)(4).

Event description:
It was reported that the patient had a loss of therapeutic effect. For the past few weeks the patient had been peeing up a storm and urinated every 30 to 60 minutes, 24 hours a day, 7 days a week. The patient was extremely tired because this had been interrupting their sleep. The patient had no falls or traumas and these symptoms had happened before prior to implant and were the reason they were implanted. In the last couple of days the patient just remembered they had the implantable neurostimulator (ins) therapy implant and they had forgotten about it. This was a complete return of symptoms and it appeared to be in a sudden manner. The patient had no infections as they were checked for infections today. The patient stimulation was off set on program 2 at 0.5v and the patient initially said it was on but tried to increase and saw the turn stimulation on screen. The patient turned stimulation on and increased to 0.6v when they turned it on without pressing any other buttons. The patient increased to 1.2v and there was a minute tingle. They turned it up to 1.6v and there was no difference and the turned up to 1.9v where the patient felt stimulation more than before. The patient had been taking over 20 pills a day and their health care provider (hcp) just cut that in half. The patient was so tired and was hoping the therapy change would help them get some sleep. The patient was not happy with the manufacturer representative because they saw an offer for something free so they called in to get it but found out they would have to get another device that cost more than their current device. The manufacturer representative tried to offer the patient a gift card but that would also cost the patient. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).